Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion with cardiac perforation. During a pulsed field ablation (pfa) procedure to treat persistent atrial fibrillation (paf), a farawave pulsed field ablation catheter was selected for use. No resistance was felt while maneuvering the non-boston scientific guidewire. After ablating the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv) and posterior wall, it was noted that the patient's blood pressure was dropping. Intracardiac echocardiography (ice) showed a pericardial effusion and a perforation in the coronary sinus (cs). A pericardiocentesis was performed and the procedure was canceled due to the event. The patient was hospitalized and was still in atrial fibrillation. The patient was stable and expected to fully recover from the event. The device is not expected to return for analysis.